Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the application software was not booting, the blue dump was coming on screen and requested onsite support. The philips field service engineer (fse) examined the system onsite and found it okay and pc getting on, cmos battery voltage was also ok, but fse found bios settings not loading. To resolve the issue, the fse resets the hard disk and ram of the host pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.